Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported that the patient was feeling out of it from the anesthesia. Patient¿s wife reported the patient had a reaction to the anesthesia at the time of the procedure. Patient¿s wife reported he had a reaction to either anesthesia or the trauma of the surgery that has set off an episode of dementia. Patient¿s wife reported they had been in contact with their healthcare professional (hcp) regarding this issue. No further symptoms reported .no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's symptoms were resolving from surgery the day prior ((B)(6) 2018). On (B)(6) the hcp called the patient's wife as the patient did not come in for the post operation visit and the patient was assessed as well as could be over the phone. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Will be issued.